Event description:
It was reported that the system locked up during a case, generated a communications error, and failed to reboot. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a defective interconnect cable. System operates as intended.